Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced chronic skin issue at the abutment site. On (B)(6) 2017, the patient underwent revision surgery under general anesthesia to excise the excess skin and place a new abutment.